Event description:
Customer reported the cross arm brake is broken and system is displaying a precharge error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cross arm brake, batteries, and repaired a wire. System operates as intended. This MDR is related to ge healthcare complaint number.